Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left with a broken fragment of coil inside / fracturing of the implant/device breakage"), embedded device ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu/migration of essure device: right sided coil was missing proximal tabbed end 1.3mm seen in area of myometrium") and device expulsion ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu.") In a 30-year-old female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain female, kidney stone, seizure, auditory hallucinations, chest pain and deep vein thrombosis. Concurrent conditions included chronic back pain, migraine, heart murmur (during pregnancy), substance abuse, amenorrhea, numbness, tingling, menstrual cramps, arthritis, urinary incontinence, stress, poor sleep and cramp in lower abdomen. Concomitant products included baclofen, cyclobenzaprine hydrochloride (flexeril), diclofenac (diclofen), gabapentin, ibuprofen, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pain/pain/pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left side abdominal pain") and pain ("cramping,soreness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes).) And surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, weight decreased, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, bladder disorder, device breakage, device expulsion, embedded device, menorrhagia, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 4 coiis were visualized at the right ostium after placement. 5 coils were visualized at the left ostium after successful placement. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: see below; on (B)(6) 2015: bilateral tubal occlusion hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Xr abdomen findings: tiny 1.3mm metallic fragment remains in the expected location of the right uterine cornual or adjacent fallopian tube. Impression: tiny 1.3mm metallic fragment in the pelvis. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device, procedural pain, pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 09-dec-2016: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and suffered of fracturing of device. She stated that she was left with a broken fragment of coil inside. Then, she had surgery to remove the essure implant eight months after placement. Device breakage is anticipated in the reference safety information for essure. Although the exact mechanism and circumstances of this breakage were not provided, given its nature per se, causal relationship with essure device cannot be excluded. Since device removal was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left with a broken fragment of coil inside / fracturing of the implant/device breakage"), embedded device ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu/migration of essure device: right sided coil was missing proximal tabbed end 1.3mm seen in area of myometrium") and device expulsion ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu.") In a 30-year-old female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain female, kidney stone, seizure, auditory hallucinations, chest pain and deep vein thrombosis. Concurrent conditions included chronic back pain, migraine, heart murmur (during pregnancy), substance abuse, amenorrhea, numbness, tingling, menstrual cramps, arthritis, urinary incontinence, stress, poor sleep and cramp in lower abdomen. Concomitant products included baclofen, cyclobenzaprine hydrochloride (flexeril), diclofenac (diclofen), gabapentin, ibuprofen, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pain/pain/pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left side abdominal pain") and pain ("cramping ¿soreness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes).) And surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, weight decreased, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, bladder disorder, device breakage, device expulsion, embedded device, menorrhagia, pain, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 4 coiis were visualized at the right ostium after placement. 5 coils were visualized at the left ostium after successful placement. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2015: see below; on (B)(6) 2015: bilateral tubal occlusion hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion xr abdomen. Findings: tiny 1.3mm metallic fragment remains in the expected location of the right uterine cornual or adjacent fallopian tube. Impression: tiny 1.3mm metallic fragment in the pelvis. Concerning the injuries in the case, the following ones were described in patient's medical records: embedded device, procedural pain, pelvic pain, abdominal pain, most recent follow-up information incorporated above includes: on 30-may-2018: pfs and mr received. Cramping soreness and abdominal pain were added, outcome of the events updated. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left with a broken fragment of coil inside / fracturing of the implant"), embedded device ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu") and device expulsion ("migration of essure/1.3 mm seen in area of myometrium on x-ray performed in pacu.") In a 30-year-old female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic back pain, migraine, heart murmur (during pregnancy) and substance abuse. Concomitant products included baclofen, cyclobenzaprine hydrochloride (flexeril), diclofenac (diclofen), gabapentin, ibuprofen, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), pelvic pain ("severe pain/pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, weight decreased, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device breakage, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs: new reporter information, patient demographic information, concomitant conditions, lab data ,essure start date were updated ,indication permanent birth control, lot number d01967,concomitant product. New events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migration of essure were added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Plaintiff was implanted with essure and as a result of her implantation with essure she suffered injuries, including: fracturing of the implant, weight loss, severe pain, and left with a broken fragment of coil inside. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: female plaintiff had essure (fallopian tube occlusion insert) inserted and suffered of fracturing of device. She stated that she was left with a broken fragment of coil inside. Then, she had surgery to remove the essure implant eight months after placement. Although the exact mechanism and circumstances of this breakage were nor provided, given its nature per se, causal relationship with essure device cannot be excluded. Since device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.